Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to lock in place; however, the clip did not deploy off the catheter. Note: a photo submitted by the customer shows the clip was stuck into the bushing and apparently had the first activation performed. There were no patient complications reported as result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip unable to deploy off the catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was stuck into the bushing. Microscopic examination was performed and it was found that the clip assembly was detached from the control wire. Additionally, the clip assembly was partially activated (had only one arm activated) and was deformed. The bushing had hit marks on the inner face and the locking tabs were opened. Media analysis performed to the photo submitted by the customer shows the clip assembly was incorrectly positioned on the bushing and was partially detached from the bushing. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be out of specification. No other problems with the device were noted. The reported event of clip did not deploy off the catheter was confirmed. Investigation found that the clip assembly was highly stuck into the bushing which is likely due to operational or procedural factors, such as a soft deployment occurred and when the physician tried to relocate the clip assembly into the bushing, this action induced that the capsule got localized incorrectly on the bushing, thereby causing the capsule and the bushing to got stuck. Most likely in this same attempt of repositioning the clip, the physician kept pulling the spool of the handle, performing the full activation of the device which means that the control wire got detached from the yoke. The entrapment of the capsule and the bushing is likely due to the hook of the bushing had one arm detached from the capsule window, causing the condition of just one arm activated. Additionally, the hit marks found on the hooks of the bushing and the bushing dimensions out of specification could have been caused when the capsule and the bushing got stuck. It is important to highlight that during product analysis the bushing and capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to lock in place; however, the clip did not deploy off the catheter. The procedure was completed with another resolution 360 ultra clip device. Note: a photo submitted by the customer shows the clip was incorrectly positioned on the bushing and partially detached from the bushing. There were no patient complications reported as result of this event. Additional information received on may 10, 2022: the anatomy location of the procedure was in the stomach.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), d7a (reprocessed/reused) and h8 (usage of device). Block h6: medical device code a15 captures the reportable event of clip unable to deploy off the catheter. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction: b5 (describe event or problem) and g4 (premarket / 510(k) #).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to lock in place; however, the clip did not deploy off the catheter. The procedure was completed with another resolution 360 ultra clip device. Note: a photo submitted by the customer shows the clip was incorrectly positioned on the bushing and partially detached from the bushing. There were no patient complications reported as result of this event. **additional information received on may 10, 2022** the anatomy location of the procedure was in the stomach.